Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon contained blood residues in the inflation lumen. At a pressure of more than 3 atm a fine jet of water was observed in the cylindrical balloon part. The microscopic analysis of the balloon surface showed a microscopic leakage and scratches on the balloon surface nearby the damage site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The damage of the balloon surface was most likely caused by the severe calcified lesion.

Event description:
Ous MDR - during inflation the pantera leo balloon ruptured within rbp.